Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus for evaluation. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. - a accidental failure of video boards other than the dx board. - a failure of the video composite. - a failure of the video cable. - a failure of the reporting / recording unit used in combination.

Manufacturer narrative:
A local field service engineer checked the subject device at the facility and found that the reported phenomenon was duplicated. The subject device has not been returned to olympus for evaluation since the customer did not allow to return the device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, no image was output on video composite channel. The video composite problem had affected only the report and recording. Sdi terminal has still functioned and has been used with scope monitor unit. Other detailed information was not provided. There was no report of patient injury associated with the event.